Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device would not charge above 53 percent and the user was advised to contact customer care for troubleshooting and replacement as needed. Symptoms included no clinical symptoms reported. Outcomes included no impact reported. Investigation included a request for technical support to assess charging function. Investigation of this case revealed a suspected charging malfunction of the device consistent with a charger or device power subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.